Event description:
The hosp staff attended to 35 year old male diagnosed as asystolic from drug and alcohol use. The device was used in an attempt to administer a countershock. The device allegedly charged but failed to discharge. A backup defibrillator was made available and used with no other problems reported. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the timely use of a backup defibrillator.